Manufacturer narrative:
This report is being filed on an international product, list number: 07p45-32 that has a similar product distributed in the us, list number: 7p45-40 / 45, with 510k/PMA/bla number: k210596. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity I toxo igg results for one pregnant female patient. The following results were provided: on (B)(6) 2025, sid: (B)(6) alinity I toxo igg 1.3 (negative) lot: 71075be00. The sample tested positive in another lab with titer of 1:64. From another private laboratory: toxo igg: 1:16; toxo igm negative, from the akh vienna toxoplasmosis laboratory: from on (B)(6) 2025 toxo igg 1:64; toxo igm negative, synlab result from on (B)(6) 2025 toxo igg 1.2 iu/ml; toxo igm negative. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending data for the alinity I toxo igg assay did not identify an increase in complaints related to the issue under review. Additionally, an increase in complaint activity was not identified for the reagent lot. Device history review did not identify issues associated with the customer¿s observation. Retained kit of the alinity I toxo igg reagent lot number 71075be00 (which contains the same bulk material as lot 73693be00) was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate reagent performance, 3 additional replicates of positive control 1 were tested with each alinity I toxo igg reagent lot. All positive control 1 values met specifications, and the results were in the typical range and no false non-reactive results were obtained. Testing included one seroconversion panel ID 461957152. The alinity I toxo igg complaint lot number detected the same bleeds as reactive with comparable s/co values as historical performance shown by comparison data listed in the instructions for use. Note: positive control 2 is a high titer control which is not relevant for sensitivity related complaints and therefore not included in the testing setup. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg assay was identified.

Event description:
The customer observed falsely depressed alinity I toxo igg results for one pregnant female patient. The following results were provided: on (B)(6) 2025, sid (B)(6), alinity I toxo igg 1.3 (negative) lot 71075be00. The sample tested positive in another lab with titer of 1:64. From another private laboratory: toxo igg: 1:16; toxo igm negative, from the akh vienna toxoplasmosis laboratory: from (B)(6) 2025 toxo igg 1:64; toxo igm negative, synlab result from (B)(6) 2025 toxo igg 1.2 iu/ml: toxo igm negative. No impact to patient management was reported.